Manufacturer narrative:
It was reported that the patient is not sure about the serial number since the patient had another pump that displayed an alarm before infusion started. The patient is not sure which serial number is related to which incident.

Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump alarmed during infusion, causing the infusion to stop. The device was replaced in order for therapy to continue. There was no reported injury to the patient.